Event description:
It was reported that when the nurses went to flush the line, one hole was noted in the blue lumen, two holes in the red lumen.

Manufacturer narrative:
Record review - a review of the mfg records indicated that all device specifications and quality requirements were satisfied. Received one red female luer with a 6.3cm segment of silicone tubing assembled over the barb. Received one blue famale luer with a 5.5cm segment of silicone tubing assembled over the barb. Both segments were clamped as close to the edge as possible and flushed. No leaks/holes were noted in either piece. We are unable to duplicate the reported event. The ID, od and wall thickness of the silicone tubing were measured and found to be within specification. We are unable to confirmed the reported event.